Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's transmitter would not power on and one contact exhibited evidence of burning. There were no reported patient consequences.